Event description:
The post-market clinical follow-up (pmcf) survey was conducted in france. Results from the survey stated kidney damage from contrast media were reported. No other information was provided. Updated information: based on further review of complaint details, it is clarified that it is identified that the adverse event of kidney damage was from the contrast media, and not related to the subject transform compliant occlusion balloon catheter. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on the information, this event no longer meets reporting criteria, and the reportability will be changed from reportable to non-reportable.

Manufacturer narrative:
B1 adverse event - corrected - no adverse event. B2 outcomes attributed to ae - corrected - no other serious (important medical events). B5 - executive summary - updated. H1 type of reportable event - corrected - no serious injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The post-market clinical follow-up (pmcf) survey was conducted in france. Results from the survey stated kidney damage from contrast media were reported. No other information was provided.